Event description:
It was reported that when a brand-new wand was connected to the console during surgery, an e4 error occurred. Due to the incident, surgeon was unable to use rf and procedure had to completed using blades and mechanical resection. No patient injury was reported. Procedure delay was less than 30 minutes.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the device and the reported incident. Visual evaluation under magnification shows that the tip has been completely detached with a jagged edges present. There are no manufacturing abnormalities visually observed with the returned wand. A functional evaluation could not be conducted on the returned wand due to the damage the tip sustained. The complaint could not be verified and the root cause could not be determined with confidence as a functional evaluation could not be conducted due to the detached electrode. An e-4 (wand short) error will occur if the generator detects a power spike. The output is deactivated in order to protect the wand and generator from excessive power delivery. The power spike could be the result of a wand short or the wand striking a conductive surface with the electrode. It is possible that a minute trace of saline did break the barrier of the shaft due to the detached electrode which will cause the controller to generate an e-4 error. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.